Event description:
Medtronic received information that this transcatheter pulmonary valve (tpv) was observed via fluoroscopy to have experienced a type ii stent fracture and moderate to severe stenosis approximately 41 months after implant, when the patient presented clinically after experiencing fatigue and shortness of breath. It also was reported that there were increased gradients observed beginning approximately two years after implant, and that the patient had an existing 20 millimeter (mm) homograft in place when this 22 mm tpv was implanted without pre-stenting. Approximately two months after the identification of the stent fracture, the issue was resolved with placement of a bare metal stent and a second tpv of the same model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation is in progress. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Manufacturer narrative:
The device remains implanted and therefore has not been returned to medtronic. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed if additional information is received or if the device is explanted.